Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
An optometrist reported that a patient presented with pain and light sensitivity approximately three months post photorefractive keratectomy (prk). The patient was noted to have an abrasion due to dry eye. Additional information provided states that the patient did not have dry eye pre operatively; the dry eye was temporary. The patient is using topical artificial tears as needed. The abrasion was treated with a bandage contact and topical antibiotic/steroid eye drops and artificial tear drops; the abrasion resolved quickly.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).